Manufacturer narrative:
A ge service representative performed an onsite investigation. The connection at lemo connector on interconnect cable was tightened. The 5vdc power supply was adjusted to optimal voltage. Filament calibration was also performed for this service. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.